Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hernia repair with mesh, the device was firing staples randomly. A couple would fire properly and a couple would not. When the staples did come out, they were not formed; they were crooked. The unformed staples fell into the patient and were retrieved. The procedure was completed using the same device. There was no patient impact.